Event description:
Customer reports lancet protrudes from the end cap of the softclix device prior to firing. An accidental needle stick occurred; no medical treatment required. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed that the lancet protrudes upon firing and does not retract. Requested return of suspect device and replacement was sent.